Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels as low as 31 (mg/dl). Reportedly, customer stated that their bg levels are difficult to manage due to how "brittle" they are. Customer consumed juice and food to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data by quality engineering pump data did not record any low blood glucose (bg) levels on the event dates of (B)(6) 2016. Pump data recorded one low bg level of 69 (mg/dl) via the continuous glucose monitoring function of the device on event date (B)(6) 2016. There were no erratic basal rate adjustments or bolus requests made. Customer did not enter bg levels during bolus requests while the pump still registered insulin on board from previous bolus deliveries. Pump data showed a cartridge change sequence was completed at 6:19pm on (B)(6) 2016 with (B)(6) units of insulin used to prime the tubing. Another cartridge change sequence was completed at 7:57pm on (B)(6) 2016 with (B)(6) units of insulin used to prime the tubing. If the customer did not disconnect during "fill tubing" process of the cartridge change sequence they would receive insulin. The customer also had bolus requests without entering their current bg levels while still having insulin on board. This may lead to low bg levels. There is no evidence that the insulin pump malfunctioned or experienced a failure.